Manufacturer narrative:
(B)(4) date sent: 3/28/2025 d4: batch # 930c54. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst60b reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. The event described could not be confirmed as the reload was received fully fired. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. Device history review: a manufacturing record evaluation was performed for the finished device batch number 930c54, and no non-conformances were identified.

Event description:
It was reported that during an esophagectomy lap /robotic, the magazine probably only set clips at the front and rear, in the center of the magazine. (Ppprox. 2cm) no clips were set and only cut. No patient harm but complex and time-consuming overstitching. The stapler will also sent in, but after the incident the stapler correctly stapled and cut stomach tissue.